Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that there was high pacing impedance greater than 2000 ohms, oversensing, sensing difficulty, low hvb impedance of 16 ohms, and that the patient received inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.